Manufacturer narrative:
The following additional information was provided by the customer. The event occurred in the oncology clinic. The medication being infused was cetuximab and was always at room temperature. The infusion parameters as follows: vbti-595, flow rate-626, dose 1190 and it was a primary infusion. The pump was in the middle of the pole. No secondary, only primary. It was a baxter IV bag. H10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed, and the flow rate of the device was found to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an incorrect reading and over infused. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.